Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device and non-boston scientific right ventricle lead exhibited high, out of range pacing impedance (greater than 3,000 ohms), high capture thresholds, and noise. The physician suspected a lead fracture. The patient was admitted the to the hospital for further testing and monitoring. The device remains implanted. No adverse patient effects were reported. Additional information was received that this patient was discharged home and will continue normal routine follow up appointments. At this time the physician does not want to do any intervention or lead revision procedure, due to patient having multiple medical issues, unrelated to the heart condition.